Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 2.5lbs due to a faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he just got out of the hospital and needed to get the pump set up. Customer was hospitalized for a knee cap replacement and his wife stated that it was not diabetes related. Customer's blood glucose level was 350 mg/dl. Customer treated via manual injections with 25 units of insulin. Customer's wife was unsure if the pump was dropped or if the drive support cap was pressed. Customer's wife reported that the customer has been off the pump for about a week. Customer's wife stated that the pump was prompting to rewind and while doing the fill tubing process, she received the compromised force sensor system alarm. Caller stated that the drive support cap appears normal. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.